Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the customer was using a non-tandem wall adapter along with a tandem-provided charging cable to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.